Event description:
During a survey, an unspecified healthcare worker was asked ¿did you observe any adverse events during or up to twelve weeks postoperatively with a flow coupler?¿ the clinician responded: ¿stenosis, situation details: fine." The event likely required surgical revision intervention in order to preclude permanent impairment. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.